Event description:
It was reported that following the pump replacement surgery, the pt experienced increased baseline spasticity, difficulty walking, and changes in gait. The pump medication was increased on three occasions since the surgery. At the replacement, the pt received "good efficacy" at 300 mcg/day. In the time following the surgery, the dose was increased to over 800 mcg/day. The pump medication remained the same since the original pump implant. It was noted that the medication in the pt's pump was lioresal. "All looked well" following a catheter access port (cap) dye study. There were no pump volume discrepancies. It was further reported that following a programming session, where the pt's pump medication was increased, the pt experienced an overdose. The pt was lethargic and was hospitalized. There were no pump alarms. There was no therapeutic bolus of medication given. Add'l info received following a medical inquiry from the pt's health care provider, indicated a "loss of drug delivery." No further details or pt outcome were provided at the time of this report.

Manufacturer narrative:
(B)(4).